Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump was unexpectedly ceased insulin delivery for two hours. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 378 mg/dl.